Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when fired clips came out and fell from the jaw before fully closing the trigger. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the issue occur? Was there any torquing or twisting during firing? Did the clip fall into the patient? If so how was the clip retrieved? Did the retrieval of the clip alter the procedure or the post-op care of the patient? Did the primary care surgeon fire the device? Has the account recently been converted to ees devices? The analysis results of the er420 device found that it was received with a clip in jaws and in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality the device was cycled, fed, and formed 2 conforming clips as intended and the remaining 10 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.